Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2013 at 13:34:44. During night drain cycle six, the patient's ultrafiltration reading was 1330ml, indicating the home patient (hp) drained 1330ml more than their maximum programmed fill volume of 2000ml. No additional information is available.